Manufacturer narrative:
Date of submission 02-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during investigation, damage was observed under the display lens. The pump cover was opened and further damage was observed to the display. A test display screen was installed and found to be fully functional.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was "shattered" and unable to be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.